Event description:
Hulka clip did not function properly when applied to left fallopian tube. The yellow "guard" did not fit flush against the closed clip. Surgeon was unable to remove the clip without causing injury to the tube, or performing laparotomy. The clip was in correct position across tube; the "guard" was not in correct position across the clip.